Event description:
It was reported during an ankle ligament reconstruction surgery, following standard procedure, pre-drilled, when implanted the screw, it broke. No patient injury was reported.

Manufacturer narrative:
One 2.9 osteoraptor assembly was returned for evaluation. Visual assessment of the device showed the anchor and sutures are free from the inserter. The anchor was not returned for examination. The sutures showed no abnormalities. The inserter showed no damage.